Event description:
It was reported the patient underwent a non related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. As a result the patient's ipg was unable to communicate with external devices and the patient lost therapy. A manufacturer representative interrogated the patient's ipg and ipg was recovered, which addressed the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An inoperable implant was reported to abbott. The system was not set to surgery mode while the patient underwent an unrelated surgery where electro-cautery may have been used. Troubleshooting was able to recover the ipg. The implant was not returned for analysis. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. Based on the information received, the cause of the reported incident is consistent with user error.